Event description:
The customer reported a false negative result with the ID now covid-19 assay on a nasal swab sample on an unknown date. Confirmation pcr testing (platform unknown) was performed on a nasal sample on the same day, which generated a positive result. The customer stated the patient had fever symptoms. No additional patient information was provided.

Manufacturer narrative:
Similar product to 190-000. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Not withstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.